Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g305 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g305 for the reported issue shows no trends. Trends were reviewed for complaint categories, tubing leak, alarm #44: prime 11 and alarm #45: red blood cell pump alarm. No trends were detected for each complaint category. Photographs were provided by the customer for evaluation. A review of the customer provided photographs verifies that a leak had occurred during the treatment. The return pump tubing can be seen in the photographs where the leak was reported. The alarm #44: prime 11 and alarm #45: red blood cell pump alarm could not be verified as no smart card data was returned. However, the damage to the return pump tubing can result in an alarm #44: prime 11 and alarm #45: red blood cell pump alarm as reported by the customer. The damage to the tubing as seen in the photographs is consistent in location with damage produced by forcing the pump loop into the pump head during installation. A material trace of the tubing used to manufacture lot g305 found no related non-conformances. A device history record review did not identify any related non-conformances, and this kit lot had passed all lot release testing. The root cause for tubing leak is most likely due to the tubing becoming damaged from being forced into the pump head during installation. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report a tubing leak during the treatment procedure. The customer stated during the kit prime phase they received an alarm #44: prime 11, which was resolved by unloading and reloading the pump tubing and pressure domes. The customer stated the procedure started and approximately 666 ml of whole blood was processed when they received an alarm #45: red blood cell pump alarm. The customer stated the alarm was reset and the treatment continued until about 1281 ml whole blood processed they noticed a leak coming from the return pump area. The customer aborted the treatment and did not return blood to the patient. The customer stated after disconnecting the patient and removing the kit they noticed a slit in the tubing segment. The customer stated the patient was stable and was treated immediately afterwards on another instrument. The customer has returned photographs for investigation.